Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the contrast mix used during the procedure was 40% contrast and 60% heparin fluid. It should be noted that the armada 35 / armada 35 ll instruction for use (IFU) specified that the contrast is 60% contrast diluted 1:1 with normal saline. In this case, the contrast ratio used was less than the required percentage. It is unknown if the IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device from the introducer sheath; however, the reported stretched shaft appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.h6- medical device problem code 2017 "incorrect prep" removed.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 6.0x120mm armada 35 balloon dilatation catheter (bdc) was used, however, there was resistance during withdrawal of the balloon over the introducer. It was noted that the delivery catheter was stretched and trapped the wire inside it. The balloon was inflated twice under nominal pressure and negative was held around 3-5 seconds. There was no deflation issue reported and the balloon was withdrawn completely deflated. There was no difficulty removing the stylet or protective sheath. The device was not prepared (air aspiration) outside the anatomy prior to use. The contrast mix was 40% contrast and 60% heparin fluid. Under active aspiration, all devices were removed as a single unit. Another armada 35 was used to complete the procedure. A second device was stretched in the same way but it was during manipulation at the back table and it was after it was successfully used and removed from the patient. The second device had no issues and the physician performed a catheter stress tension test on the table after use with the same result. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(6) 2022 (B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.